Event description:
It was reported the video system center had a e315 and e316 scope communication errors. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Upon follow up with the olympus service business center, it was reported the e315 error resolved after replacing the device but the customer received a e316 error. The error was cleared after the cabling was checked and the device was powered off. The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.